Event description:
Patient presented to the physician with pain and swelling at the intercostal incision site. The physician performed a revision surgery to address the patient¿s issue, removing the sense lead and replacing it with a new sense lead located in the ipg pocket (2 incision method). This intervention resolved the patient¿s issue.